Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a brief sensor issue which started around 10:00 am in the morning and this lasted throughout the day. The patient lost consciousness since he was not aware of his glucose levels because of the sensor issue. The patient could not recall exactly what time he lost consciousness, his roommate came home around 7:30 pm in the evening and found him unconscious so his roommate immediately gave him a pepsi cola (50 ml) and the patient recovered after the treatment. He also consumed a peanut butter cracker, he was not able to check his glucose levels during the event but when he recovered the bg reading was 170 mg/dl and was already feeling okay. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.